Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient a thyroidectomy on (B)(6) 2013 and topical skin adhesive was used. Following the procedure, on (B)(6) 2013, the patient experienced a dehiscence. The patient also experienced leakage under the adhesive. The physician peeled off the adhesive and put steri strips on the closed part of the wound and left the open part open. Neosporin or bacitracin was applied daily with dressing changes until the wound closed on its own. The patient may have received antibiotics. Currently, the patient has healed and is fine. A follow-up visit with the physician is planned.